Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the manufacturing documents shows conformity to the specification in april 2013 when this lot was manufactured. Since we are not aware of exact circumstances during the operation we suppose that a mechanical overloading situation or improper handling during removal from patient bone must have led to the breakage and the 2nd drill bit came in contact with the drill sleeve. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit was used for a distal ulnar fracture case. The drill bit broke when removing it from the patient¿s bone after drilling with double drill guide. In addition, the second drill bit interfered with the slit part of the locking compression plate drill sleeve and broke during its removal after drilling. Due to the incident, the operation was extended for thirty minutes. There was no broken piece left in the patient body; no patient harm was reported. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.